Manufacturer narrative:
The field service engineer (fse) cleaned and bleached the dilution bowl. He also replaced the sipper probe. He performed ion-selective electrode (ise) checks with acceptable results. He performed qc and found the na urine qc was still out-of-range. He then replaced the electrode and noted an improvement in results. After service, no further issues were reported by the customer. The specific cause of the event could not be determined. The issue was resolved by maintenance.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from two patient samples tested on the cobas 8000 cobas ise module (double). Sample 1: the initial na result was <80 mmol/l. The repeat result was 132 mmol/l. Sample 2: the initial na result was 196 mmol/l. The repeat result was 139 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.